Event description:
It was reported that the customer experienced an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, although they declined additional assistance.